Event description:
Patient revised for osteolysis and polyethylene wear of liner.

Manufacturer narrative:
The product associated with this reported event was not returned. A search of the complaint database did not show any other reports against the provided product/lot code combination. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. The investigation has also determined that this product code is now obsolete. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.